Event description:
I've experienced severe headaches and sinus problems the past couple of months. I believe this is due to the use of a philips dream station which has been recalled. FDA safety report ID # (B)(4).